Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings (B)(4) distribution history: the complaint product was manufactured at csi on 03-jan-2018 under work order (B)(4) and sold on 05-apr-2018. Manufacturing record review: DHR-220871 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99415 this unit was at csi on 08-nov-2022. Visual evaluation: visual examination of the complaint product revealed physical damage. The nozzle extension is bent and the luer lock is broken off. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the nozzle extension being bent, luer lock broken off and the main valve plunger being worn and corroded . The nozzle extension being bent and the luer lock being broken off is being attributed to the unit being dropped. The main valve plunger being worn and corroded is being attributed to normal wear and tear. *correction and/or corrective action the nozzle extension was straightened. The missing luer lock and main valve plunger were replaced.. The unit was tested ok to form-prod 682 and is waiting to be returned to the customer. No further training required at this time. *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
The liquid nitrogen was crystallizing inside the nozzle blocking it so it would not spray properly. Fs log# (B)(4) 1216677-2022-00305 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
The liquid nitrogen was crystallizing inside the nozzle blocking it so it would not spray properly. Fs log# (B)(4). Wallach ultra freeze 900076 e-complaint(B)(4).